Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced inaccurate sensor glucose readings. The customer also reported that she received multiple calibration error alarms and change sensor alarms. The customer's blood glucose was 139 mg/dl and her sensor glucose was 99 mg/dl at the time of incident when it triggered threshold suspend. The customer mentioned that she went through x-rays and two sensors gave her alarms. Troubleshooting did not occur. The sensor will be replaced and will not be returned for analysis.